Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5

Event description:
Healthcare professional reported "exchange of textured device due to patient's concern with product." Healthcare professional later reported capsular contracture, ¿baker grade 3, capsule stuck to intercoastal fascia.¿ treatment was provided as creatine, effexor 75 mg, prebiotic, probiotic, tirzepatide. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "exchange of textured device due to patient's concern with product." Healthcare professional later reported capsular contracture, ¿baker grade 3, capsule stuck to intercoastal fascia.¿ this record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, e4, g2, h6, h10. In response to FDA report number: mw5175609, mw5175610.

Event description:
Treatment was provided as creatine, effexor 75 mg, prebiotic, probiotic, tirzepatide.